Event description:
Additional information received indicates that the product was returned, and an investigation was completed.

Manufacturer narrative:
Device evaluation: b5, d9, g6, h2, h3, h6, h11. D4: updated UDI number. H3: findings/root cause: the device was received for evaluation. The root cause was linked to a burnt connector; however, the cause is unknown. The customer¿s reported issue was able to be confirmed. H3: updated device manufacture date.

Event description:
It was reported to vyaire medical that the device has a burnt connector from blower. There was no patient involvement reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. H4: device manufacture date is unknown. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.